Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 10:32:22. During night drain cycle 10, the patient's ultrafiltration reading was 2763 ml, indicating the home patient (hp) drained 1963 ml more than their maximum programmed fill volume of 2000 ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be user error, tidal total ultrafiltration (uf) removal being set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.